Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not release from catheter. Block h10: investigation summary: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found that the capsule bottom part was damaged. Functional evaluation was performed, and it was observed that the handle does not have communication with the clip assembly which is evidence of both activations performed. No other problems with the device were noted. The reported event of clip did not release from catheter was confirmed. Investigation found that is possible that the clip had a soft deployment could have occurred due to accidentally activating the device and trying to reopen the clip. Regarding the, found problem of clip assembly being deformed, it is likely due to the entrapment against the bushing. It is important to highlight that during product analysis, the bushing and the capsule were separated requiring a lot of force, hence, this action could further aggravate these problems. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the customer forcibly pulled a deployed clip from the tissue during the procedure, which is not describe in the instructions for use.

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 ultra clips were used during a colonoscopy procedure performed on an unknown date. During the procedure, the "click, clack and release move" were performed; however, the clip did not release from the catheter. The physician had to pull the clip off from the tissue and two new resolution 360 ultra clips were placed. The two clips were unable to release from the catheter initially, but were eventually able to release after wiggling the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Imdrf device code a15 captures the reportable event of clip did not release from catheter.

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 ultra clips were used during a colonoscopy procedure performed on an unknown date. During the procedure, the "click, clack and release move" were performed; however, the clip did not release from the catheter. The physician had to pull the clip off from the tissue and two new resolution 360 ultra clips were placed. The two clips were unable to release from the catheter initially, but were eventually able to release after wiggling the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.